Event description:
During surgery, it was found that the cement set quicker than usual. Another simplexp cement was used without problem. Depuy's mixing component was used. No antibiotic was added to the cement. The cement had been stored in the refrigerator for a week prior to the surgery and it was taken out 30 minutes before the surgery.

Manufacturer narrative:
The subject device is not cleared for sale in the us, but a similar device is commercially available in the us and was cleared under (B)(4). An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.